Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a sensor failure alarm. The patient was being moved from the operating room into the intensive care unit (ICU) when the fiber optic arterial signal disappeared and the alarm began to sound. The customer reported that the cables were not pulled on during the time of the transport. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: section d - lot # from: unknown to: (B)(4). Section d - serial # from: unknown to: (B)(4). Section d - exp. Date from: [blank] to: 05/30/2022 section h - manufacture date from: [blank] to: 05/30/2019 the product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extender tubing, pressure tubing and a maquet sheath were also returned with blood between the sheath and the catheter tubing. A catheter tubing/inner lumen kink was observed at approximately 70.9cm from the iab tip. A second catheter tubing kink was observed at approximately 76.2cm from the iab tip. At this same location, an optical fiber break was also observed. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing, extender tubing and pressure tubing was performed and no leaks were detected. The optical fiber was found to be broken from a kink, confirming the reported problem. However, we are unable to determine when this may have occurred since we cannot replicate the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a sensor failure alarm. The patient was being moved from the operating room into the intensive care unit (ICU) when the fiber optic arterial signal disappeared and the alarm began to sound. The customer reported that the cables were not pulled on during the time of the transport. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a sensor failure alarm. The patient was being moved from the operating room into the intensive care unit (ICU) when the fiber optic arterial signal disappeared and the alarm began to sound. The customer reported that the cables were not pulled on during the time of the transport. There was no reported injury to the patient.